Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The approximate time to explant displayed by the device changed from seven and a half years to three years within only a five-day period. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is high. The analysis indicated that the recommended safe replacement interval is 90 days. Boston scientific technical services (ts) also noted that the right ventricular automatic threshold (rvat) test results have been gradually increasing and are occasionally in suspension mode. Ts communicated the recommended device replacement window to the healthcare provider (hcp). The hcp indicated they would work on getting the patient scheduled for a device replacement procedure. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The approximate time to explant displayed by the device changed from seven and a half years to three years within only a five-day period. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is high. The analysis indicated that the recommended safe replacement interval is 90 days. Boston scientific technical services (ts) also noted that the right ventricular automatic threshold (rvat) test results have been gradually increasing and are occasionally in suspension mode. Ts communicated the recommended device replacement window to the healthcare provider (hcp). The hcp indicated they would work on getting the patient scheduled for a device replacement procedure. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. The approximate time to explant displayed by the device changed from seven and a half years to three years within only a five-day period. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is high. The analysis indicated that the recommended safe replacement interval is 90 days. Boston scientific technical services (ts) also noted that the right ventricular automatic threshold (rvat) test results have been gradually increasing and are occasionally in suspension mode. Ts communicated the recommended device replacement window to the healthcare provider (hcp). The hcp indicated they would work on getting the patient scheduled for a device replacement procedure. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.